Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical / medical investigation concluded that, based on the information provided, the root cause of the squeaking and pain cannot be confirmed. Wear from the time implanted cannot be ruled out. The assessed patient impact was the squeaking, pain, osteolysis and subsequent revision. Further patient impact could not be assessed. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, alignment, fit/size, wear or lifetime of device used. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a right tha performed in 2000 (specific date is unknown), the patient experienced pain and squeaking sound in the articulation. A revision surgery was performed on (B)(6) 2021 to treat these adverse events. The biolox forte cer 28 hd 12/14 +4 (case (B)(4)), the liner (case (B)(4)) and the r3 3 hole acet shell 54mm (case (B)(4)) were removed during the revision surgery. More details about the surgery are unknown. The patient outcome is unknown.